Event description:
It was reported that the rv pace/sense portion of the lead was capped and replaced due to inappropriate oversensing and high impedance greater than 3000 ohms. The high voltage portion of this lead remains active. No patient complications have been reported as a result of this event.